Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the long bipolar grasper be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the damages was first observed intraoperatively after removal from the patient. The wires exposed were due to damaged insulation. When asked if the cable was intact or broken in half the reporter responded with no. There were no signs of thermal damage, and no arcing was observed. It was unknown if there were any instrument collisions. The damage did not result in any fragments falling into the patient.